Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella rp flex support and during support, while transferring the patient from the operating room table to patient's bed, the impella catheter and repo sheath were pulled out of position. Multiple attempts were made to reposition the catheter but they were unsuccessful. The pump was explanted and the patient was placed on extracorporeal membrane oxygenation. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
Reported pulling the pump out of position when transferring the patient from the operating room table to the bed. Pump was removed and replaced with ECMO. The root cause of the positioning issue was most likely patient movement since the pump was pulled out when transferring the patient.